Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps. Force applied. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a torn clip introducer. It was reported that during device preparation and loading of the clip into the introducer, force was used [pulling too hard] and the clip introducer became torn. The clip delivery system (cds) was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use instructs to: carefully slide the clip introducer over the clip. The reported torn material (clip introducer) appears to be related to user error. The reported user error (improper or incorrect procedure or method) was due to the user using force (pulling to hard) while loading the clip into the introducer causing the clip introducer to became torn. There is no indication of a product quality issue with respect to manufacture, design or labeling.